Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no reported impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, informed the customer about the need for replacement, and instructed on using mdi as a backup therapy. The customer was also guided to deplete the battery before returning the pump with the provided return box within ten days.